Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 115 mg/dl at the time of the incident. The customer was at 131 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and no issues were found. The customer stated they are not supposed to drop below 150 mg/dl. The customer had other lows on (B)(6) 2019 requiring emergency medical assistance. The insulin pump will not be returned for analysis.